Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor was not getting bleed back with the angio-seal evolution device. The patient was reported to be in stable condition, and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 6 fr angio-seal evolution was returned for evaluation. The carrier tube assembly was returned mate with the hemostasis sheath. The arteriotomy locator was returned mated with the guidewire. The tamper tube was returned separately. Initial analysis revealed that the device was in the rear locked position and some amount of suture hung loose from the sheath tip. No anchor or collagen was returned. The button of the device was hard. No anomalies were noted. The handle halves were separated and one and a half turn of suture was noted within the spool. There were no damages or deformations on any other components. The remaining suture was able to be released without experiencing excess resistance or any obstructions. The arteriotomy locator was then unmated from the guidewire and examined. No kinks or bends were found on the locator. There is no evidence that this event was related to a device defect or malfunction. The investigation revealed the device was of normal product.

Event description:
Additional information was received on august 13, 2018. The type of procedure that was being performed was a peripheral case. The procedure sheath size used was a cordis avanti. This case had antegrade access and stenosis was noted at the entry site. A pre-deployment angiogram was performed. Physician noted limited bleed back from the arteriotomy locator. This case did not deploy in patient. Manual pressure was performed to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. It was confirmed that intervention was required, therefore adverse event and therapy dates have been updated to reflect the reported adverse event.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the date of event in section provide patient information.